Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had consistent no delivery alarms. The customer's blood glucose was unknown. Customer reported calling several times in regards to the no delivery alarm. The customer reported trying different infusion sets and sites, but the alarm persisted. The customer stated the tubing was not bent or kinked. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.